Manufacturer narrative:
Additional narrative: patient identifier/date of birth/age and weight were not provided for reporting. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on the back table after a trochanteric fixation nail - advanced procedure on (B)(6) 2018, to repair a left femur basal neck and midshaft fracture, three of the device used were difficult to separate after the procedure was completed. It was further explained that after inserting the helical blade, the surgeon locked the blade in rotation and compressed the fracture using the buttress/compression nut without any issue. The surgeon released the coupling screw and removed blade/screw guide sleeve, helical blade inserter & guide wire, and the surgery was successfully completed without delay. After the procedure, however, at the back table, the scrub technician tired to separate the inserter from the blade guide sleeve and found that the devices were stuck. The buttress compression nut was also stuck to the blade guide sleeve. The instruments were held after decontamination for further inspection and it appeared that the devices were bent and/or cross threaded. Due to the blood on the devices, it could not be determined which devices were bent. The malfunction of the devices had no impact on the procedure. The procedure was successfully completed with no surgical delays and no harm to the patient. Concomitant devices reported: 3.2mm wire guide sleeve (part # 03.037.018, lot # 9341044, quantity 1), helical blade/screw coupling screw (part # 03.037.026, lot # 93562931, quantity 1). This report is for one (1) buttress/compression nut. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record review was performed for the subject device: part: 03.037.016. Lot: 9411831. Manufacturing site: haegendorf. Release to warehouse date: 01. Apr. 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product development investigation was performed for the subject device: it was reported that on the back table after a trochanteric fixation nail - advanced procedure on february 26, 2018, to repair a left femur basal neck and midshaft fracture, three of the device used were difficult to separate after the procedure was completed. It was further explained that after inserting the helical blade, the surgeon locked the blade in rotation and compressed the fracture using the buttress/compression nut without any issue. The surgeon released the coupling screw and removed blade/screw guide sleeve, helical blade inserter & guide wire, and the surgery was successfully completed without delay. After the procedure, however, at the back table, the scrub technician tried to separate the inserter from the blade guide sleeve and found that the devices were stuck. The buttress compression nut was also stuck to the blade guide sleeve. The instruments were held after decontamination for further inspection and it appeared that the devices were bent and/or cross threaded. Due to the blood on the devices, it could not be determined which devices were bent. The malfunction of the devices had no impact on the procedure. The procedure was successfully completed with no surgical delays and no harm to the patient. The returned buttress/compression nut (03.037.016, 9411831) is included in the trochanteric fixation nail advanced system (dsus/trm/0614/0109(3)) and used to help with head element insertion. The returned nut was received absent of any damage which could have contributed to the complaint condition. The nut was also able to thread onto the returned sleeve as intended, prior to encountering sleeve threading which was noticeably damaged (see (B)(4) pictures). Based on the functionality test and visual inspection, the complaint condition was unable to be confirmed/replicated and it was determined that the nut did not contribute to the complaint condition. The returned buttress/compression nut (03.037.016, 9411831) was manufactured on 01apr2015 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material properties of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Due to the functionality test performed and the visual examination proving that the returned nut did not contribute to the complaint condition, it was determined that additional dimensional check would not add value to the investigation. Based on the available information it was determined that the complaint condition occurred due to threading that was damaged on the corresponding sleeve, and the nut did not contribute to it. H10 corrected data: d4:UDI device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.